Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager intermittently failed when nursing staff attempt to remove refrigerated medications. The issue does not occur consistently, but it happens frequently enough to impact workflow. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manger was failed. A field service engineer (fse) reseated the latch plug and applied black grease to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.